Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Physician reported capsular contracture - baker grade IV. Device has been removed and replaced. This relates to the right side.

Event description:
Physician reported capsular contracture, baker grade IV, on the right side. The device has been explained and replaced with a non-allergan device.

Event description:
Physician reported capsular contracture, baker grade IV, on the right side. Capsule was sent for anatomical pathology analysis. The device has been removed and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: crease is observed. Deformation is observed. Voids are observed. No further actions are required as the device was implanted.